Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 350cc breast implants and experienced deflation on the right side and bilateral ptosis. Deflation was confirmed by physician during exam. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 7573081 (l) and a mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4), lot number 7604684 (r) on (B)(6) 2018. This report is for the left side.